Event description:
It was reported to boston scientific corp, that a resolution clip device was used during a colonoscopy procedure on a (B)(6) male pt, performed on (B)(6), 2009 (pt's age is approx 40 yrs plus). According to the complainant, during the procedure, the clip would not open. The procedure was completed using another device (MFR unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplement medwatch will be filed. (B)(4).